Event description:
Left carotid endarderectomy pt (surgery date: 9/5/96) was discharged to home on 9/7/96. Pt returned to the ER on 9/7/96 with rupture and hemorrhage of left carotid artery (surgical site). Upon return to surgery and de-clot-ting of the surgical site (artery), a suture was observed by the surgeon to have split apart. Date device expires: 5/2001.